Event description:
Customer reported that the alarm has intermittent power. Batteries have been replaced with a new supply all of the same type. There are no signs of battery acid or leakage in the battery compartment. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed the unit powers on with batteries. The display numbers are partially visible. Sensor 1 has continuous sound, sensor 2 functions as it should. The low battery led light is intermittent. The led covers are pushed inward, therefore no aligned. The unit attached bracket has a broken pull tab. The bottom left corner of the door is chipped. Note: posey instructions for use indicates the sitter ii is an electronic device that may fail to work if the unit is subjected to severe mechanical shock, such as dropping the unit, or is submerged in liquid; the unit may stop functioning as designed. (B)(4).